Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 04/20/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/29/2017 with the following findings: a review of the black box showed one power on reset event following a replace battery alarm, and one power on reset event following a call service 012 alarm. No unexplained power on reset events were found in the black box. The returned battery cap and test cap attached securely to the pump. The pump powered on to a blank display. The pump was opened to find no damage to the power circuit. Moisture was found on the main printed circuit board. The complaint of no power was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked at the case seal to the left of the bumper, and below the bumper.